Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a faradrive sheath was selected for use, however, there was blood leaking from the valve, therefore the physician decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. The internal valve was also inspected to be deformed and unable to properly close. Deformation of the internal valve was caused by the prolonged insertion of the dilator during storage and/or transportation of the device. Based on all the available information, the cause of the reported leak was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that during a procedure a faradrive sheath was selected for use with a pressure bag /100 ml used as an irrigation method, however, there was a blood leak from the valve, and air was observed in the sheath despite no damages being observed to the luer, therefore the physician decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications nor visible air in the patient were reported. The device was returned for further analysis.